Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete.

Event description:
The health care professional (hcp) reported via a manufacturer representative (rep) that the patient had a problem as symptoms reappeared. The patient came to control and once the measurement was performed, all bipolar connections showed impedances above 4000 ohms, which was very unusual. All monopolar connections were ok but bipolar showed impedance above 4000 ohms. Theoretically, this should be impossible. There was no clear reason found that led to the event. The troubleshooting done included increasing the current and pulse width. Perioperative measuring was performed with alligator clips and the lead was considered as proper. A new implantable pulse generator (ipg) was implanted successfully. It might have been coagulated blood inside the ipg that caused this. They tried to wash away any dirt inside the ipg/lead connection, but measurement showed failure with 1.0 volt and 210 microseconds. This time no higher current was used, but replaced with a new ipg. The issue was resolved at the time of report. The patient went back home with the intact ipg. The indication-for-use (IFU) was unknown. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.